Event description:
It was reported that during a video gastroplasty procedure the stapler locked on the first firing, leading to the broke of the mechanism. Another same like device was used to complete the case with no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 02/02/2011. Pinion axle the analysis results found that the ats45 device was returned in good visual condition and with no reload present. Upon further inspection, it was not that the firing mechanism was damaged. No functional test could be performed due to the condition of the device. The device was disassembled to verify the condition of the internal components and the pinion axel support was found damaged. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. A batch record review was performed and no anomalies were found during the manufacturing process.